Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports the dialysis nurse noted blood coming from a small pin point hole in the tubing of the blue port of the dialysis catheter. The catheter was placed on (B)(6) 2010 and removed on (B)(6) 2010. It was replaced at a later date.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.